Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during placement, the catheter was found to be occluded. The doctor replaced the catheter with another to finish the procedure. There was no patient injury.